Manufacturer narrative:
A photograph sent by the complainant showed a black contaminant of unknown origin on the dressing. Based on the available information, this event is deemed to be a reportable malfunction. A batch record investigation was performed on january 28, 2016 as no sample was received for review. All required specifications were met and documented within the batch records and there were no discrepancies noted in the batch record related to the reported complaint issue for this particular lot number. There was however a nonconformance that was previously opened for the aquacel brand where a contaminant was identified as possible grease after a black foreign object was reported on the dressing. The actual root cause was not identified as no return product was available for analysis; control measures are currently in place to prevent this kind of issue and are being followed. Due to the investigation completion and closure of a similar event, this complaint will be closed. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that upon opening, two (2)out of 5 dressings had a black spot on them, both of which were unused.